Event description:
On the primary tubing set at the "stretchy part" of the tubing, the tubing created a balloon when the nurse administered medication in the port above the stretchy part of the tubing.